Manufacturer narrative:
Sensor 0m000ef8pr0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection was performed on the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. The sensor was reprogrammed and attempted to activate. Unable to activate sensor. The sensor was de-cased and observed liquid ingress. An extended investigation was also performed on the returned sensor. A swollen battery was observed and the swollen battery was replace with known good battery. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. Sensor kit expiration date was determined to be 31 aug 21. Aware date of this issue was (B)(6) 2021, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.